Event description:
It was reported that during placement, foley catheter was inserted on (B)(6). Attempted to conduct an exchange of the diaper in the early hours of (B)(6), at which point the catheter fell out and the y-shaped section appeared partially torn. Sterile water leaked at y-shaped section.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.